Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2014. Re-implantation is planned, however, has not taken place as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4). Not yet received by manufacturer.